Event description:
It was reported that there was liquid leakage from the connection part of the syringe during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness (mar-2026).

Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. The suspected product was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The lot history review confirmed that there were no previous conformities noted. The tube luer bond junction of the cassette was leak tested using hydrostatic pressure pump and it was found that there was no leakage. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.